Manufacturer narrative:
This report is for an unknown screw locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a revision of humeral component to long stem due to a peri prosthetic fracture. Patient was treated one week earlier with a plate and cable which failed. Procedure outcome was unknown. The patient was treated with a long stem humeral stem. The patient was reported as stable and functional. It was further reported that the plate cable that failed were synthes devices. This report is for an unknown screw locking. This is report 3 of 3 for (B)(4).